Manufacturer narrative:
The reported product is not expected to be returned. A follow-up report will be filed if product is returned or additional information is obtained. The actual date when the event occurred is unknown. The date listed is an approximation based upon the details in the case. The serial numbers of the devices are unknown; hence the date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care became aware of an article by n. Jendrike, et al titled, ¿evaluation of four blood glucose monitoring systems for self-testing with built-in insulin dose advisor based on iso 15197:2013: system accuracy and hematocrit influence¿, published in diabetes technology and therapeutics, volume 20, number 4, 2018. The article reported the results of a clinical trial conducted from january to february 2016, involving four different smbg systems; including abbott diabetes care¿s freestyle precision neo blood glucose monitoring system. The results of the clinical trial indicated that this meter did not fulfill the accuracy performance criteria. There was no report of any third-party medical intervention or treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported sensor was returned and investigated. Visual inspection was performed on the sensor patch and no issues were observed. Extended investigation was also performed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed. No abnormalities were found and all processes were effective. No further investigation required.

Event description:
Customer reported experiencing itching at the sensor site while wearing an adc freestyle libre sensor. Customer had contact with a healthcare professional who prescribed an unspecified medication for treatment which the customer had not yet picked up for use. Customer also purchased cavilon barrier spray. There was no report of death or permanent injury associated with this event.